Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced feeling weak. The cgm reading was 131 mg/dl at that time. The patient did not take a fingerstick. About 40 minutes later, while being at work, a fingerstick was taken, and the blood glucose reading was 50 mg/dl. No cgm reading was reported from that moment. The patient was unable to provide any treatment and lost consciousness after 10 minutes. The emergencies were called and when the paramedics arrived a fingerstick was taken and the blood glucose reading was 50 mg/dl. The patient was treated with orange juice, and regained consciousness after 5 minutes. The patient was taken to the hospital and when a fingerstick was taken the cgm reading was 165 mg/dl, and the blood glucose reading was 116 mg/dl. No further medication was reported and the patient was discharged at 04:00 pm. At the time of the report the patient was stable but had a headache. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the patient's blood glucose were taken and it was reported to fall within the b zone of the parkes error grid. No additional patient or event information is available.